Manufacturer narrative:
(B)(4). The returned of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that following a cholecystectomies procedure, a skin lesion was noticed on the pt. The injury was described as a burn with loss of skin integrity in the first skin layer 3 cm above the surgical wound.